Manufacturer narrative:
We have now concluded our investigation into the reported complaint. As no lot number information was provided, a review of the device history record could not be carried out. A complaint history review was performed for the product and event description and found similar instances reported in the past three years. The device, used in treatment, was not returned for evaluation, therefore no functional evaluation could not be carried out. We have not been able to establish a relationship between the reported complaint and the device or determine a possible root cause. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use, the silicone adhesive releases a lot of residue and sticks to the protective plastic. The dressing was applied to the patient and therapy was completed without delay using the same device but the product does not have the usual characteristics. No other complications were reported.

Event description:
It was reported that, durign use, customer says that the silicone adhesive releases a lot of residues and sticks to the protective plastic. The dressing was, nevertheless, applied to the patient but the product does not have the usual characteristics. The procedure was completed without delay using the same device. No other complications were reported.